Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported device damaged by another device (caused damage) appears to be related to procedural conditions, and due to this second clip interacting with the first implanted clip, causing slda of that first implanted clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional tricuspid regurgitation (tr) and tethering of the septal leaflet for a triclip procedure. The first clip was implanted on the anterior and septal leaflets. During positioning of the second clip, contact was made with the first, resulting in a single leaflet device attachment (slda). The first clip was detached from the anterior leaflet. The second clip was implanted and stabilized the slda. A third clip was implanted to reduce the tr. The tr was reduced to grade 2.